Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set would not prime. When infusing glass containers, the vent did not work. The event occurred with albumin and liquid tylenol. There was no patient injury or medical intervention associated with this event. No additional information is available.